Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional testing without duplicating the report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. After further evaluation of the facts provided by the customer, it was determined that the end user had installed wifi antennas onto their fleet of devices and attached the antennas directly to the x series devices. The antennas caused noise interference with the devices. Once the antennas were removed from the devices, the customer's report was alleviated. Analysis of reports of this type has not identified an increase in trend.